Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed. A field service engineer replaced the circuit board and rear module boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had offline. The customer reported that users were unable to remove medication from the drawer. However, the user was able to obtain the medication from another station, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.